Event description:
The intra-aortic balloon pump (iabp) catheter was inserted, in proper position and was programmed to assist 1:1. The device (catheter) worked for approximately 20 hours without any problem. At that time blood was noted in the catheter tubing. The balloon pump was stopped and the iab catheter was removed. Upon removal blood was noted inside the balloon.health professional's impression:the health professional's impression is that the balloon broke.